Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported customer was hospitalized due to elevated blood glucose levels of 1000-2000's mg/dl. Customer alleged the insulin gauge was intermittently inaccurate and pumping stopped unexpectedly. Tandem technical support offered to perform a pump system check; however, customer declined. Customer declined to provide any further details regarding pump issue or hospitalization. Customer reverted to manual injections for alternate insulin therapy.